Event description:
It was reported that bd connecta plus3 had foreign matter the following information was provided by the initial reporter: when the nurse in charge checked the sterile items, she found that there was a black foreign body in the tee tube for infusion, and if the unqualified tee tube was used, there would be certain safety hazards. Report to the nurse manager and report adverse events. It has been fed back to the manufacturer through the supplier, hoping that the manufacturer will pay attention to the improvement of product quality.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
N/a.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.